Event description:
The customer reported that their central nurse's station (cns) was showing communication loss for 2 bedside monitor's (bsm's).

Manufacturer narrative:
Details of complaint: on 12/12/2019 customer nurse stated two bedside devices were experiencing communication loss in emergency department. This ticket is documenting the incident for mu-631ra s/n (B)(4). The device has lost communication with central nursing station. During troubleshooting with nk tech support, it was verified that bedside device was functioning as intended. Customer did not have biomed on-site to work on the issue. Nk tech support requested customer nurse to have it department check the network switches and servers to pinpoint the issue with communication loss. On the same day (B)(6) 2019 customer stated it department fixed the issue but did not provide details. Investigation summary: the cause of the communication loss was determined to be unrelated to the bedside device. Customer's it department resolved the communication loss issue through checking other components of the network; details were not available. No additional action is warranted at this time. The following fields contain no information (ni), as attempts to obtain information were made but not provided: d4 serial number f9 approximate age of the device. No serial number was provided, so the age of the device is unknown h4 device manufacturer date. Additional model information: d11 & c2: the following bsm's were used in conjunction with the cns but did not experience failure. Attempts to obtain the following information were made, but not provided: bsm - model: mu-631ra s/n: (B)(4) approximate age of the device: 28 months device manufacturer date: 09/06/2017 unique identifier (UDI) #: (B)(4). Bsm - model: ni s/n: ni approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni unique identifier (UDI) #: ni. Additional information: b4. Date of this report f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? H6. Event problem and evaluation codes h10. Additional manufacturer narrative.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) was showing communication loss for 2 bedside monitor's (bsm's). The customer checked the cables and power cycled with no results. No harm or injury was reported. Before nk ts could troubleshoot, the customer notified them that their it resolved the issue. No further details were provided. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information:the following bsm's were used in conjunction with the cns but did not experience failure. Attempts to obtain the following information were made, but not provided: bsm - model: mu-631ra s/n: 15140, approximate age of the device: 28 months, device manufacturer date: 09/06/2017, unique identifier (UDI) #: (B)(4). Bsm - model: ni, s/n: ni, approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) was showing communication loss for 2 bedside monitor's (bsm's).